Event description:
The end user states that the brakes will no longer lock into place. The end user states that he knew the brakes were not locking into place, they were only gripping when the handles were being held. He chose to sit in the device anyway, and when he went to stand up, he pushed himself up by the handles, the device rolled away and he fell backward landing on his butt. The end user states he is fine. No further information available. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).